Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report the solitaire stent retriever had resistance during delivery in the proximal segment of the microcatheter so the stent was checked and found damaged at the proximal end. It was noted that the solitaire and all accessory devices were prepared as indicated in the instructions for use (IFU). Patient's vessel tortuosity was moderate. The solitaire was able to be pushed out the sheath. One pass was made with the device. The solitaire was replaced to complete the procedure. It was noted that there no harm or injury to the patient who was undergoing a thrombectomy in the middle cerebral artery (mca) to treat ischemic stroke. However, it was noted that the patient post-operative mrs was 2, a slight decline from baseline mrs was 1. The patient's baseline nihss was 17 and tici was 0. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated. Stroke onset to reperfusion time was 6 hours. Tici 2b was achieved in the procedure. Post-operative nihss was improved to 9.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. The reported non-mdt catheter was not returned. Additionally, the catheter model and size were not reported. Therefore, any contributing factors from the catheter, including compatibility with the stent, cannot be determined. Damaged location details: the solitaire fr 4-20 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working and non-working length struts were in good condition. No irregularities were found outside the proximal marker, and the marker coil was in good condition. The pushwire was kinked at the detachment zone. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 4-20 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the pushwire of the returned solitaire fr 4-20 stent device was kinked at the detachment zone. The damage likely occurred when the customer attempted to advance the solitaire device through the non-mdt catheter against resistance. However, the root cause of the resistance failure could not be determined. Possible causes include moderate vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during delivery. In this event, the customer stated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during delivery as a possible cause. Thus, moderate vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance failure. Since the non-mdt catheter was not returned, and the model and size were not reported, any contribution of the catheter to the reported resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a continuous saline flush was administered and maintained as indicated in the IFU. The catheter was not a medtronic device. It was unknown if the mrs decline was from the solitaire device/therapy or if related to the patient's condition.